Event description:
It was reported that a 6f angio-seal was selected for use. While in the recovery room, the physician found no pedal pulse and the pt was taken to surgery. The pt complained of tingling in the foot. No add'l info is available.

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.